Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on one patient sample. The results provided were: sid(B)(6) initial result = 0.101ng/ml (>0.095ng/ml = critical) / repeat runs = 0.065 / 0.051 / 0.055 / 0.041 / 0.043ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction to section d. Suspect medical device lot number should be blank, serial number should be (B)(4). Evaluation of the customer issue included a review of the complaint text, a review of service history, and a review of labeling. The customer reported a falsely elevated troponin result for a single sample on the architect i2000sr, serial number (B)(4). Field service found the valve, drain, vacuum vessel (part number 7-76447-01) was worn out from normal use. The valve, drain, vacuum vessel was replaced, but the part was not available for return. Review of the subsequent instrument service history revealed no additional complaints of erratic results have been documented. A 12 month review of service tickets did not identify any trends for valve, drain, vacuum vessel replacements. A review of the architect operations manual and the architect stat troponin-I package insert shows adequate information related to handling specimens and consumables, required daily maintenance, and troubleshooting of the customer's reported issue. Based on the data available and the results of this investigation, no product deficiency or malfunction was identified for the valve, drain, and vacuum vessel or the architect i2000sr.